Manufacturer narrative:
No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump appeared as if it was getting air in the cartridge and not finishing what was in the tubing below the cartridge. They were not sure of the ml, but it appeared to be about 2 hours of drug. They have never tried adjusting the factory settings in the past. There was no reported patient harm. The event occurred while in use with patient at patient's home. The operator of the device was a health professional. Associated pump complaint documented on (B)(4).